Event description:
The reporter indicated, the surgeon inserted an aa4203tl toric silicone single piece lens and the haptic broke. The lens was removed with no patient injury, no enlarged incision or sutures. Another same model lens was implanted.

Manufacturer narrative:
(B)(4). (B)(4).